Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic appendectomy. According to the reporter: when the surgeon tried to fire the stapler, it wouldn't work. When the surgeon pushed the green button prior to firing, the handle pushed forward as normal, but when he tried to squeeze the handle to fire it, nothing happened. No reinforcement material was used. The surgeon converted from laparoscopic to open surgery (unanticipated extension of the incision by 3-4 inches) due to the product problem. The surgeon operating had telephoned his consultant, who advised him to open the patient because it was safer as enough time was wasted with trying to get the stapler to work. Surgical time was delayed by more than 30 minutes due to the product problem. There were no adverse events due to the delay in surgery. The last known patient status is that the patient had been discharged home.